Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infected and extruded urethral sling and recurrent urinary tract infections. The device was completely explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as cardiopulmonary respiratory arrest and pancreatic cancer.